Manufacturer narrative:
Lumenis investigated the event reports contacting the user facility to request patient information, however no patient photographs were available. A lumenis technical expert examined the subject device and completed performance tests of all specifications concluding "the et hp output out of specification in 100ms max output by 20% and 20ms max output by 15%. The engineer concluded that the et hand piece needed to be replaced." A lumenis healthcare professional evaluated the provided treatment settings concluding that the reported treatment settings were appropriate based on common medical practice, device labeling, and device training for the reported patient skin type. Furthermore, healthcare professional after contacted user facility stated "there was an atypical skin response when the treatment was done, but the clinician was still not sure there had been actual blisters." Additional info oct 02 2017: as part of remedial activity lumenis performed retro review of all safety complaints initiated between jan 01 2015 until jun 02 2017. A review of lightsheer duet product risk files shows this is an anticipated risk ((B)(4)) which has been quantified and found likely to lead to a serious injury if the malfunction were to recur. Therefore, this event has been determined to be reportable per MDR decision tree. The risks have been characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive actions are required. While the information received to date does not confirm that a serious injury occurred, because of the lack of information and in an abundance of caution the company is reporting the event as a malfunction which might cause or contribute to serious injury should the malfunction recur. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient of skin type IV sustained blisters in the bikini area following hair removal treatment with a lumenis lightsheer duet laser. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received